Event description:
It was reported that the customer was hospitalized with a blood glucose of 552 mg/dl after being found unconscious by her mother. It was stated that the battery was dead when the customer was found, and she was not receiving any insulin. Troubleshooting was performed, and the insulin pump was programmed with basal rates, but the caller did not know if they were correct. The time and date were correct, but the date was off by a day. The insulin pump passed the prime and high pressure tests. Later, the nurse called to report that the customer was getting the over night basal rates because the time was set to am instead of pm. The caller advised that this could've been the cause of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.